Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# unknown, implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
It was reported there were overdose symptoms of respiratory depression and acute weakness in the chest and arms. It was reported there was a catheter revision planned to move the tip of the catheter from t10-12 to a more caudal location. It was stated that in the titration does, the patient was unable to receive a therapeutic does without causing the symptoms reported. It was stated the patient was unable to be titrated sufficiently to control their spasticity. The patient status was noted as alive with no injury. The pump was used to deliver baclofen. Additional information reported the patient improved after lowering the dose. It was stated this did not provide fully effective therapy, but side effects were eliminated.